Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the depletion rate of the ins was considered unknown. Hcp reported the device failed around (B)(6) 2025 after patient (pt) had an EKG done. Hcp reported the imaging done confirmed there were no integrity issues with the device. Hcp reported the scs device was replaced on (B)(6) 2025. It was confirmed the pt's ins had reached eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue was resolved on (B)(6) 2025 with a new implant placed. Device status unknown as patient noted rep and doctor took care of the old device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they turned their therapy off for an EKG today, and when they tried to turn therapy back on, they saw a message that said 'battery is depleted' with service code '302'. Agent reviewed meaning of code and redirected patient to their healthcare provider to further address the issue. Patient asked if the battery should be going dead so quickly; agent reviewed information about battery depletion with non-rechargeable ins. Patient said they were only set at 5.0 for their intensity. The patient was redirected to their health care provider to discuss next steps and maybe meet with a medtronic rep to interrogate their ins. No symptoms reported.